Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high impedance. The rv coil impedance was normal at the measurement which was performed after the rv lead was connected to the device before fixing with the setscrews during the procedure the previous day. Because other measurement result had no issue at the reported point, the patient was placed under observation. The lead remains in use. No patient complications have been reported as a result of this event.